Event description:
New information noted that the pacemaker exhibited noise oversensing. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the implant procedure, while connecting the right ventricular - rv lead to the pacemaker, it was noted the pacemaker exhibited high pacing impedance, oversensing, and undersensing. The rv lead exhibited normal sensing, impedance, and threshold measurements prior to being connected to the pacemaker. The pacemaker was not used and was replaced. The patient condition was unknown.